Event description:
The pt reportedly was unable to achieve loudness growth with the device and experienced a decrease in performance. Programming adjustments were made. However, the reported problems were not resolved. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implmant.